Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer¿s representatives regarding a patient who was receiving morphine [20 mg/ml] at a dose of 4.995 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2016 that the patient had ¿let his pump run empty¿ and the patient could not get the pump filled with medication until at least thursday. It was noted that the patient missed his refill appointment on (B)(6) 2016 and the ¿low reservoir alarm/empty reservoir¿ occurred on (B)(6) 2016. The patient was in the hcp¿s office and they were filling with preservative free normal saline (pfns) until the refill (B)(6) 2016. Patient non-compliance with refill and patient reported being out of town and could not get to the office was indicated as a factor that may have led or contributed to the issue. The patient status at the time of the report was ¿alive ¿ no injury¿ and it was indicated that the issue was not resolved. No surgical intervention occurred and no surgical intervention was planned. The patient¿s medical history included a previous back surgery and was currently treated for acute lymphocytic leukemia (all). Additional information was received later that day (B)(6) 2016. It was reported that the hcp filled the pump with 10 ml of pfns and wrote the patient a prescription for pain medications until tomorrow¿s refill. It was indicated that there was no further information available from the hcp or the representative as the patient was ¿doing good¿ at the appointment to put saline in the pump (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.